Event description:
The customer reported that the set leaked where it is "inserted into the cassette on the alaris pump" while it was in use on a patient. It is not known whether the referenced insertion point is at the upper or lower fitment. No other information is available.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
The customer¿s report of set leaking near the pump segment was confirmed. During visual inspection of the set it was noted that the silicone segment had a small tear near the upper fitment, measuring 0.0271 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. No other anomalies were noted. Functional and pressure testing was performed and a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to the tear in the silicone segment. The cause of the tear is unknown.